Event description:
It was reported that the patient was in atrial fibrillation. The atrial lead exhibited a loss o f capture and sensing. The lead was capped during a downgrade to a single chamber pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.